Event description:
The friend called to report that the customer had high blood glucose. The customer tried manual injections but their blood glucose did not decrease. It was stated that the customer was still conscious. Suggested that friend takes the customer to the emergency room immediately.